Event description:
It was reported that a motor stall occurred due to the patient having an MRI procedure. It was reported the motor stall recovered approximately 3 hours after the MRI. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).